Event description:
It was reported that the patient experienced episodes of ventricular arrhythmia where shock therapy was delayed. Ventricular under-sensing was noted on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The physician then elected to explant and replace the ICD since it was near elective replacement indicator (eri). The patient condition was stable.